Event description:
The ls1100 had been used for dissection of the ligaments on the uterus. A monopoly hoe was also used for opening of the vagina vault. After opening of the vagina vault, the ls110 was used for the circular dissection of the cervix uteri from the vagina. During use of the ls1100, there was no error message and the sealing area was correctly sealed. The device did not contact the small bowel during the whole operation. Next to the monopoly hoe, there were used blunt and sharp forceps. By the end of surgery, no abnormalities or signs of inner lesions were noticed. Two days after surgery, the pt complained about slight abdominal troubles likely related to flatulence. On day three after surgery, the troubles of the pt increased and the surgical svc was consulted. After the troubles increased further the following day and the pt's abdomen began to distend, an open operation was done after a CT examination. During that examination, a 5mm circular local defect with a whitish edge was found in the small intestine (central abdominal areal. Procedure: laparoscopy.